Manufacturer narrative:
(B)(4). Date sent: 12/04/2025. D4: batch #968a71. Corrected data: d4 (UDI, expiration date). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ecr60b reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. The event described could not be confirmed as the reload was received fully fired. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Based on the results of this investigation , it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now. A manufacturing record evaluation was performed for the finished device batch number 968a71, and no non-conformances were identified.

Event description:
It was reported that during a lap gastric sleeve procedure, it was observed that the reload did not lead to a b-formed shape as 4-5 pins looked open once firing completed. The surgeon did omentopexy for safety and completed the case. There was no bleeding or oozing reported. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 11/13/2025. B3: only event year known: 2025. D4: batch #unk. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Additional information was requested, and the following was obtained: malformed staples for sure. Patient discharged. Post-operative- all fine. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device ecr60b with lot number 126c62; and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.